Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-36068. During a follow-up, both the right atrial (ra) and left ventricular (lv) leads were noted as dislodged due to suspected twiddler's syndrome. The ra and lv leads were explanted and replaced to resolve the event and the patient was stable.